Event description:
The patient reported having anterior open bite and posterior right open bite. In addition, the patient had gingivitis and chronic mild generalized periodontitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.